Event description:
It was reported that a motor stall and motor stall recovery were recorded in the pump logs. The motor stall was caused by the pt having an MRI. The stall occurred in 2009, and recovered at about two weeks later. The pump was read at the same time as the recovery; not post MRI. The pt experienced increased pain and muscle cramps. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.